Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. In addition, the patient had hematoma. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.